Event description:
The physician attempted to deploy an endeavor resolute 3.0x30mm drug eluting stent. Target lesion was in the mid rca. Lesion had 85% stenosis and severe calcification. Lesion was pre-dilated with a 2.5x20mm balloon (brand unknown) at 14 atm. The stent had been removed from the packaging as per IFU with no issues noted. The device was inspected prior to use with no issues noted. Physician was unable to cross lesion with stent and believes this was due to a failure of the device. It was reported that there was no damage to the stent. However, following evaluation of the returned device it was subsequently noted that the stent was damaged. The physician used another brand stent. No patient complications were reported. Device evaluation: there was a kink located on the catheter in the hypotube section at 17.5 distal to the strain relief. There was evidence of damage located on the 22nd distal segment of the stent. The stent struts were stretched and raised. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device ( lesion had 85% stenosis and severe calcification). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (lesion had 85% stenosis and severe calcification). (B)(4).